Event description:
It was reported to philips that the system crashed and would not start up. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system on-site, reviewed log files, and found all can (controller area network) communication errors. The fse checked the sib (system interface box) and found that it was broken. To resolve the issue, the fse replaced the sib box. The defective sib box was returned to philips for failure analysis, which showed that the failure was of the internal low dc(direct current) voltage supervisory circuit and reset indication, which led to malfunctioning in the supervisory circuit. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.